Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device battery voltage measured low and the impedance measured greater than 9999 ohms. It was also reported that the right ventricular (rv) lead impedance had a low impedance less than 100 ohms and there were reports of loss of capture. The device will be explanted and replaced. Until then, the device and lead remain in use. No patient complications have been reportedas a result of this event.